Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate shock, as noise was oversensed. There were stored ventricular tachycardia (vt) events. Atp therapy was also provided. It was thought that the atp therapy rate was slow, but the reason for this was explained. Also, the rv wave measurement showed low amplitude. There was pacing inhibition for an unknown duration. It was suspected that the right ventricular (rv) lead was fractured. Initially, the pace/sense portion of this lead had been in service. However, the lead was revised. A different lead (which was already implanted) was revised to include the pace/sense role instead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device was analyzed. The device passed electrical testing, longevity testing, and pin guage measuremnts. The complaints against the device were not confirmed, and it was determined that the device was operating normally.

Manufacturer narrative:
This cardiac resynchronization therapy defibrillator (crt-d) was explanted, and will likely be returned. As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.